Manufacturer narrative:
The reported events of sensing noise and inability to remove lead from header were not confirmed. The device was received with normal telemetry and output. Functional tests performed including sense threshold and lead removal did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings: visual inspection of the header attachment area detected no anomaly between the pre-cast header and titanium case. Feedthrough leak test was performed, indicating no device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
Related manufacturer report number: 2017865-2023-04340, 2017865-2023-04341. The patient presented in-clinic after experiencing episodes of dizziness. Upon investigation, episodes of noise resulting in oversensing and pacing inhibition were observed on both the right ventricular (rv) and right atrial (ra) channels. The noise could be reproduced via provocative testing. As the source of the noise was unknown, the physician elected to replace the entire system. During the replacement procedure, the rv and ra leads were unable to be removed from the header of the device. The leads were capped, the device was explanted, and replacement leads and device were successfully implanted. The patient was in stable condition.